Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) was confirmed. As received, the front response button cover was missing and the switch was non-functional. The cause of the inability to activate the device is the damaged response button switch. The root cause of the damaged switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons would not activate a patient's device.